Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the monitor displayed service code 204-belt/monitor unusable and service code 105-pulse test relay stuck. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.